Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was damaged, and the pump was intermittently unable to charge without the usb cable being maneuvered in the usb port. Reportedly, the pin on the usb port was bent. There was no adverse impact to the customer's blood glucose level due to the reported issue. The customer reverted to an alternate method of insulin therapy.